Event description:
It was reported that "during insertion of right femoral vascath, a seldinger technique was used with a wire passing through the needle, into the femoral vein, under direct ultrasound vision. After confirmation of intravascular position with ultrasound, the tract was dilated. After removal of the 2nd dilator, the wire was noted to have advanced and was not able to be pulled back, advanced or rotated. Active bleeding from the skin puncture site ceased. The ICU advanced trainee attempted to remove the wire. On pulling of the wire it was felt to shear with (uncoiling of its outer layer). Proximal control of the wire was maintained and a clamp applied. A vascath was then inserted into the other femoral vein by the ICU advanced trainee to allow her treatment (crrt) to take place. She also had a similar difficulty with shearing of the wire, but successfully inserted the line. The vascular register was contacted to review the pt and x-ray were performed to visualise the tip of the wire. The pt was subsequently taken to theatre for removal of the wire".

Manufacturer narrative:
This complaint is inconclusive due to the original complaint samples were not returned for evaluation. Returned for evaluation are two un-opened niagara dual lumen 20cm dialysis catheter kits. The two 70 cm (28 in.) X 1m (.038) 3mm j wires from each kit was used to thread through the 13 fr, 14 fr dilators and 18 gauge pink hub introducer needles. The wire traversed the length of all the components without any difficulty. This was repeated three times with the same results. The complaint incident could not be replicated. A lot history review (lhr) of rewb1187 showed one other similar product complaint(s) from this lot number. ((B)(4)).